Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was getting up 3 times a night and when they got the device they weren't getting up every night. On the night of (B)(6) 2016, the patient got up 3 times. The patient had urge frequency of the bladder. The patient didn't feel stimulation and went to up the stimulation to 4, but the battery was low. The patient was going to buy batteries. The patient talked to their health care provider (hcp) and they wanted the patient to stop toviaz to see if just the device would help them. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the health care provider (hcp) reported that the patient had a successful test and moved on to implant on (B)(6) 2016. The patient reported going an average of going 5 to 7 times per day during their test. The implant was successful on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.